Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on both leads. It was reported that following recent fall, the patient experienced pain at the anchor site. As a result, surgical intervention may be undertaken to address the issue.